Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported the patient had an atrioventricular node ablation. Then, upon interrogation of the device it was noted that this right ventricular lead exhibited high capture thresholds and loss of capture. Subsequently, the physician decided to explant and replace this lead. It is believed by the physician that the lead may have micro-dislodged. No additional adverse patient effects. The product was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of failure to capture, high capture thresholds and dislodgement.

Event description:
It was reported the patient had an atrioventricular node ablation. Then, upon interrogation of the device it was noted that this right ventricular lead exhibited high capture thresholds and loss of capture. Subsequently, the physician decided to explant and replace this lead. It is believed by the physician that the lead may have micro-dislodged. No additional adverse patient effects. The product was returned for analysis.